Event description:
It was reported that there was a damaged battery compartment/battery separator. There was no patient involvement, and no patient harm/adverse event reported. Upon investigation, it was found that there was an intermittent latch lock flex sensor, requiring replacement.

Manufacturer narrative:
One device was returned for repair. This device has not been serviced within the review period. Visual evaluation found the device in used condition, not in its original packaging. An intermittent latch lock flex sensor was found and replaced. The device passed all functional tests after repair.